Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
A patient of unknown gender and age, had a 4fr dbl lumen PICC that had to be replaced due to crack in the line. Device replaced in (B)(6) 2016.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record and specifications was conducted during the investigation. The complaint device was not returned, therefore; no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A patient of unknown gender and age, had a 4fr dbl lumen PICC that had to be replaced due to crack in the line. Device replaced in (B)(6) 2016.